Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a dent on the air detector shell. Event history log review was not applicable. Functional testing was unable to replicate the reported issue; the pump passed all delivery testing and no fault was found. The most probable root cause was determined to be the customer¿s testing method. No further action was taken. Service history review identified the device was previously serviced for a related complaint for keypad issues as a passable delivery accuracy test was performed.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's test results were below specification for the infusion. The fault occurred during testing, there was no patient involvement.